Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw and appearing as a burn area under the patient's arms. The patient reported the rash is from sweating and she gets it every year. The patient stated the therapy pads were pressing against the rash. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a medicated powder from the doctor. The irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as raw and appearing as a burn area under the patient's arms. The patient reported the rash is from sweating and she gets it every year. The patient stated the therapy pads were pressing against the rash. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a medicated powder from the doctor. The irritation improved.